Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device properly communicated with the contour next blood glucose meter. No communication anomaly noted. Low reservoir alert functioning properly during testing using a water fill test reservoir. Device received with the audio alert functioning properly. No audio alert anomaly noted. No hardware low level failures error noted during testing or listed in device history. Device received with broken belt clip rails.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump did not provide an audible alert for their low reservoir. The customer¿s blood glucose during the incident was unknown; however, the customer mentioned that they have been experiencing hyperglycemia. Troubleshooting was declined for the audio issue. The device will be returned for analysis.